Event description:
The customer reported the charger failed. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and calibrated the battery charger. System operates as intended. (B) (4).